Manufacturer narrative:
The reported events of conductor fracture, failure to capture, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and found clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented for a right atrial lead implant. During the procedure, it was noted that the lead exhibited failure to capture and high pacing impedance due to suspected conductor fracture. Due to the lengthy duration of the procedure, atrial lead implantation was abandoned. There were no patient consequences.